Event description:
Reporter indicated that a high impedance reading was obtained during an office visit in 03/2002 indicating a possible device malfunction. Reporter indicated that the patient claims that the device feels different and that patient was unable to feel it as much. Further follow-up revealed that another high impedance reading (dc-dc code 7) was obtained during an office visit on 4 days later. Neurologist believes that the x-ray shows a possible lead break. Neurosurgeon does not believe that the x-ray shows a lead break and does not plan to replace the lead. Further follow-up indicated that the patient has not fallen or injured themselves to cause a lead break. The patient's condition has not changed and the physician do not plan any action at this time.